Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced a loss of therapeutic effect. This began at the end of (B)(6) 2015 or beginning of (B)(6) 2015. The patient's therapy worked for the first month. The stimulation was covering most of the pain in the foot; from about heel to midfoot, but not the toes. Then the stimulation stopped covering the foot and when the stimulation was high, it only hit the heel and the ankle. The patient went to bed and laid on his right side one night and when he woke up, he discovered he lost stimulation on the right side of his body. The patient's lead moved and it was not working. The patient could not adjust just one leg or the other, he had to adjust both. One was stronger than the other. The patient noted that it "felt like a vise was squeezing his hips and mid back." It was so bad that he had spent days trying to get it comfortable by turning it off and on. When the patient needed to increase the stimulation to a higher amplitude so it would reach his feet, the vise grip got stronger and stronger until it was so painful the patient could not stand it. The patient had to turn the stimulation off. Since then, the patient had been working with the manufacturing representative once or twice a week for reprogramming. When the patient had his pain medication, it was easier to run the stimulator. The patient noted that no matter what position he was in, his foot would start bouncing. This only happened about 4-5 times a day. When the patient pressed on the scar on the spine, he could manipulate his stimulation to different parts of the body. The patient noted that he would not be able to do that because he was told the lead was inside the spinal column. This began in (B)(6) 2015. It was further reported the physician saw the x-ray and the lead did move, but only slightly. It was "not impressive enough" for the physician to want to do a revision. The physician did not initially implant a paddle lead, as the patient and manufacturing representative had discussed. The patient was referred to a neurosurgeon to have a paddle lead implanted. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was having pain in the spine and didn't know if it was related to the therapy. The patient was upset and felt like he was mislead when he got the device. The patient had problems with the stimulator since 2 weeks after the implant and it made his heels bounce. The patient had the implant off since (B)(6) 2015. The patient had other medical issues. The patient requested information about an MRI. A manufacturing representative helped the patient get an MRI scheduled and gave him all the information he needed to put his device into MRI mode. He was scheduled for an MRI. No results were provided. If additional information is received, a supplemental report will be sent.

Event description:
Additional information received from the consumer via the manufacturer's representative reported the MRI results. The spine was flared, there were herniated discs, and there was vertebrae degeneration. The sciatica was gone and there was tons of stuff.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient hadn't received the information regarding a listing of healthcare providers. He also reported that he was not able to use the machine in a couple of months as he was still looking for anyone who could adjust. The patient further noted that he was told by his doctor and the manufacturer's representative (rep) that everything would be taken care of. The physician chose not to implant a paddle lead which was what the rep. Had recommended and what the patient said he wanted implanted. After paying a lot of money, the patient was now being referred to a neurosurgeon who could replace the current lead which had moved a centimeter and was not controlling the pain he needed controlled without causing him further discomfort and pain. The neurosurgeon would implant the paddle lead "which should have been implanted in the first place." The patient was not currently working but he had not heard from anyone and it had been months.

Event description:
It was reported that when the patient turned the stimulation on, it would later switch the currency a bit. It was stated that it was almost ¿like the device is taking a breath.¿ it turned off for a second and then came back on. It was clarified that it felt like it was ¿ramping up and down¿ in any position he was in. Adaptivestim was off, as the patient liked to have the ability to change his settings. This had been going on since approximately a month after implant. In the last 4 days prior, when the patient turned it on, it would all of a sudden feel like he was bouncing in the bottom of his feet, as in that something was pushing him. It would go on for a couple of minutes and then stop. This had occurred twice in the 4 days prior. In addition, the patient reported that stimulation was only working on one side. Only 1 lead was hitting his hip, so only one setting is really working. The patient stated he ha d to have one leg up higher so the other leg was comfortable. The patient met with a company representative on (B)(6) 2015. The patient described the same ramping symptoms along with the bouncing/pulsing in his feet. The patient¿s stimulation was for his legs and feet for diabetic neuropathy. He wasn¿t getting as much coverage in his legs and feet as he wanted. The patient told the company representative that the ramping issues started one day in (B)(6) 2015 when he laid on his right and left sides and noticed a change in stimulation. Then everything changed. After that, when he was programmed, he was no longer using both of his leads for stimulation (one for each side) but was just using one lead to cover both sides. The pulsing or bouncing issue started to occur at the end of (B)(6) 2015, before he took a trip to the (B)(6), and occurred more since he came back. The patient would change the rate of the stimulation, but it didn¿t help (15, 40, up to 80 hz). The rate change would help briefly for 1-5 minutes but then the sensation would occur again. It occurred randomly thru the day and would stop if he turned stimulation off. The patient was not exposed to any emi, nor did have fall or have any trauma. An xray taken the week prior showed one lead had moved 1 cm. Impedances were in normal range (450-1254 ohms). Additional information regarding any further troubleshooting or interventions was requested. If received, a follow up report will be sent.